Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed battery switching of a particular battery. Log files indicated a critical battery alarm was logged and the battery switched ports before reaching a charge of 25%. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery. In addition, one (1) critical battery alarm was recorded on (B)(6) 2018 involving the battery. As a result, the reported events were confirmed. Based on available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. An internal investigation is open evaluating momentary disconnections. Concomitant medical products: 694765 lead, 407652 lead, 429688 lead implanted (B)(6) 2011, dtba1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.